Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the following: a) power is getting off after a few minutes of operation; due to a defective g1 board. B) patches are visible on the image; due to a defective lcd unit. C) screws found deformed. E) digital visual interface input and output terminal are having noise. F) power bracket was found broken,.g) instrument sheet found broken. H) rear cover was found damaged. I) bezel found damaged. And j) the serial number sticker had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, the power of the high definition lcd monitor turned off a few minutes after being turned on. The issue occurred during a diagnostic endoscopy procedure. There was no delay. And the procedure was completed using the device by powering it on-off-on. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the monitor issue was a faulty printed circuit board. Olympus will continue to monitor field performance for this device.